Manufacturer narrative:
Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reports an under delivery. It was reported that the intended delivery was 936ml, however, upon visual inspection of the bag, the actual delivery was 240ml.